Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. Further information was unable to be obtained. There was no reported adverse impact to customer's blood glucose level.